Event description:
A report was received that a patient underwent a lead revision procedure due to the wound being open around the lead site. The patient was prescribed oral antibiotics though there were no signs of infection. Upon follow-up appointment on (B)(6) 2010, the physician proceeded to revise the patient as the lead was coming out of the patient's skin. The physician tucked the end of the lead under the skin and re-sutured the patient back up. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a pt underwent a lead revision procedure due to the wound being open around the lead site. The pt was prescribed oral antibiotics though there were no signs of infection. Upon follow-up appointment on (B)(6) 2010, the physician proceeded to revise the pt as the lead was coming out of the pt's skin. The physician tucked the end of the lead under the skin and re-sutured the pt back up. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.